Event description:
On (B)(6) 2011, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displayed an "error 5" message. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The reporter stated that the alleged product issue began on (B)(6) 2011 at 08:00am when an error 5 message appeared on the subject meter. The reporter stated that the patient manages his diabetes with insulin (sliding scale). The reporter stated that 4 to 5 days after the product issue began, the patients was vomiting due to the product issue. The reporter stated that the patient received food and drink from ems as treatment due to the product issue. During troubleshooting, the cca confirmed the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and reportedly received hcp treatment for severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.